Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient presented to the pain clinic on (B) (6) 2010, with morphine withdrawal symptoms and a lot of pain. The patient reported she heard a pump alarm some days before, was feeling ok so she didn't inform her physician. Telemetry indicated that a motor stall occurred on (B) (6) 2010. A stopped pump period may exceed tube set message was also noted. The pump was reprogrammed, but the patient came back as she was still in severe pain. The pump was explained and replaced the next day. The issue was resolved following pump replacement. The pump contained a mixture of morphine and bupivacaine at the time of the event. The pharmacy noted that the bupivacaine was not preservative-free.